Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the right atrial (ra) signals in its right ventricular (rv) lead channel, which resulted in pacing inhibition for longer than two seconds. Technical services (ts) was consulted and discussed stored episodes, with a possible ra flutter noted. X-ray imaging was performed to confirm rv lead current position and it was found to remain in place. The device was reprogramed. This ICD remains in service. No adverse patient effects were reported.